Event description:
As per problem statement: balloon burst in the middle, due to the damage, it was not possible to retrieve the balloon through the introducer. The introducer and the balloon burst circumferentially. Calcification was not visible but the doctor believes that the iliacs and the bifurcation was calcified. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). One used and damaged balloon catheter was returned with a competitor's introducer. Visual examination of the distal portion of the balloon indicated that the balloon first ruptured longitudinally. The distal tip of the catheter appeared to be slightly damaged - the tip had small nicks in it. The tip of the introducer also appeared to have small nicks. A kink in the balloon catheter was also observed approx 3 cm proximal to the proximal bond of the balloon. This could have caused difficulty in removing the device. It is unclear if this kink occurred during the procedure, or after the device was removed during return. The balloons are designed to burst longitudinally/linearly. The inspection revealed a longitudinal burst. The burst may have begun longitudinally and then could have burst circumferentially at the point of high constriction (which can occur in a calcified lesion or tortuous pathway). When a balloon bursts in this manner, it is typically difficult to withdrawal as the balloon will fold back on itself, like an umbrella, making it difficult to rewrap and withdrawal through a sheath. The device has a rated burst pressure of 11atm which is documented in the label. The balloon has also undergone design verification fatigue testing to show that the balloons can withstand 10 cycles of inflation/deflation. The device is supplied with instructions for use (IFU) which states the appropriate warnings and precautions and proper usage procedures. The IFU states, " if the balloon pressure is lot and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit". The IFU also states, " do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation parameters in the compliance card insert". The user believes that the pathway was calcified, however they could not confirm with imaging. Calcification could have contributed to the rupture. Also, if the balloon was over inflated, rupture could occur. The inflation pressure was not reported. A definitive root cause cannot be determined. Risk mitigating action is not required at this time per the conclusion of quality engineering risk assessment. We have notified appropriate internal personnel and will continue to monitor for similar complaints.